Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels of 500mg/dl. It was also reported that the customer believes that their insulin pump was not delivering insulin, and their cannula is kinked. Customer declined troubleshooting. No additional information was provided.